Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change with a full cartridge, the user did not see drops for over one hundred units and later observed drops after pausing delivery, removing the cartridge, and performing a press-and-hold; no leakage was seen inside the device or on the cartridge, delivery was resumed, and the user later confirmed insulin on board, indicating delivery. Symptoms included no change in blood glucose. Outcomes included no clinical impact and no need for medical intervention. Investigation included troubleshooting and education by support personnel. Investigation of this case revealed an infusion set deployment or connection issue that resolved after proper confirmation of drops and resumption of delivery, with the device and cartridge showing no alarms and no evidence of leakage. It was concluded, based on previously established findings for similar reports, that user technique related to infusion set deployment or connector attachment was the most probable cause.